Event description:
It was reported the asymptomatic patient¿s atrial lead became dislodged and was successfully repositioned. During the repositioning procedure, the hex wrench became stuck in the set screw and would not detach and, therefore, the pacemaker was explanted and replaced. The patient was stable before, during, and after the procedure.